Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analysis revealed that the device met 80% of expected longevity.

Event description:
It was reported that the device reached end of life (eol) one month after triggering the elective replacement indicator (eri). The device was explanted and replaced. No patient complications have been reported as a result of this event.